Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, it was perceived that the injector continued advancing even after the finger was removed from the lever; however, this could not be confirmed, as contact between the incision and the injector had been lost. The intraocular lens was delivered, but not into the eye. A backup (unspecified) iol was opened and implanted without issue. There was no patient impact. Additional information has been requested but is not available at the time of this report